Event description:
It was reported that the sling bar of the likorall 243 lift dropped during a transfer and made contact with the patient causing an injury. It was noted that the reporter was not at liberty to discuss the specific injury that resulted to the patient. Multiple attempts were made to obtain specific details about the reported injury and eventual medical/surgical intervention required; however, no additional information could be obtained from the customer.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The device IFU states: ¿before lifting, check that the quick-release hook is correctly attached to the q-link ii or q-link¿. An inspection performed by a baxter technician noted that the device was functioning as designed and is back in service. No malfunction was identified. In this event, the customer did not provide the necessary information to determine the severity of the reported injury. There was no indication that the reported injury was serious in nature, and there was no report of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, this event will be assessed as non-serious injury. Additionally, there was no malfunction identified with the device, however, a use error in the attachment of the sling bar to the lift cannot be ruled out. If a similar event were to recur, and the lift¿s sling bar were to detach during transfer and make contact with the patient, it would be likely to cause or contribute to a serious injury or death.